Event description:
Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Device evaluation: analysis of the returned device identified: creases fold, white inner particles in the shell and curved opening on radius. Leak test and microscopic analysis was performed which identified: delamination and striated opening on radius. Voids in the gel observed after autoclave cycle. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening assessed as surgical damage per returned goods authorization checklist and partial delamination of the valve (cohesive failure). Additional, changed, and/or corrected data: b.5, b.6, d.7, d.10, g.3, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side implant deflation. Device remains implanted.